Event description:
A wallstent enteral endoprosthesis duodenal stent was used during a stent placement procedure in a male pt (weight unk) in 2007. According to the complainant, "the prosthesis could not be released." The procedure was successfully completed with another wallstent enteral endoprosthesis duodenal stent. The pt was "stable" following the procedure, and no complications were reported as a result of this event.

Manufacturer narrative:
Note: the complaint, as reported, did not reflect an MDR-reportable event; however, evaluation of the returned device revealed a reportable malfunction. This MFR report is submitted based on the eval results. Visual examination of the returned device revealed that some of the distal stent wires had perforated the outer sheath (see figure 1, page 3). Functional eval revealed that it was possible to deploy the stent, with some resistance. Visual examination of the stent revealed that the distal stent wires were uncrossed and damaged (see figure 2, page 3). The root cause of the damage is unk. A review of the DHR for this lot revealed no anomalies. A search of the complaint database revealed no add'l complaints recorded for this lot. The january 2008 15-month ng enteral stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.